Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm displayed a low glucose reading of 62 mg/dl. The patient stated that he felt sick and went to the emergency department (ed) at approximately 6:00 pm for evaluation. The patient did not perform a fingerstick blood glucose (fsbg) test at the time of the event. The patient remained in the ed for approximately five hours and reported receiving an insulin injection. No fsbg value was obtained or reported during the ed visit. On (B)(6) 2026, the patient followed up with his primary care physician (pcp). During the visit, the patient was advised to perform fsbg testing as a backup method for glucose verification and to continue following his prescribed insulin regimen. After the pcp office visit, the patient performed an fsbg test, which showed a glucose value of 113 mg/dl. At the same time, the cgm displayed a glucose reading of 100 mg/dl. During the report, the patient reported that he was doing well and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.